Event description:
This supplemental report is being filled to include device explant information.

Event description:
It was reported that this device has depleted from 53% to 15% battery after approximately five months. Device analysis was performed and it is suspected that the device is depleting prematurely. Replacement was recommended, however the device is still in service. No adverse events were reported at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD premature depletion advisory population.

Event description:
This supplemental report is being filled to include device analysis information.